Event description:
Further follow-up revealed that the explanted generator was discarded and will not be returned to device manufacturer for analysis. Attempts for product information have been unsuccessful to date.

Event description:
Reporter indicated that the patient was hospitalized in the intensive care unit due to an infection. Surgeon indicated that IV antibiotics would be initiated and that the generator site would be irrigated. Further follow-up revealed that the patient underwent generator replacement surgery on (B)(6) 2013 due to the infection. The surgeon indicated that he believed the infection was a result of the patient picking at the surgical site. Cultures were taken and found to be staph aureus. The implant card was received by device manufacturer, which confirmed the generator re-implant on (B)(6) 2013. Attempts for product return are underway; however, the explanted generator has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the device manufacturing record for the generator confirmed sterilization prior to distribution.